Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2023, for the treatment of pelvic organ prolapse. During the procedure, it was reported that the device misfired and the dart would not catch into the cage. The procedure was completed with another capio slim device. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of device misfired.